Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. The customer's low blood glucose level was 45 mg/dl. The customer's high blood glucose level was 406 mg/dl, 400 mg/dl and 506 mg/dl. The customer was treated by the juice for the low blood glucose level and by manual injections for high blood glucose level. Other relevant blood glucose level of the customer was 116 mg/dl. The customer declined to troubleshooting for blood glucose. The insulin pump will not be returned for the analysis and sensor will be returned for the analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.